Manufacturer narrative:
Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server, ran a server downtime query and received message query and confirmed that the time was current. Tss then verified the patient sample and was able to see the patient in patient encounter system and confirmed that the stations were communicating. Tss confirmed that the station had no issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server had new patients and orders not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.